Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles in the luer lock. The customer's blood glucose level was 182 mg/dl. The customer primed the tubing and saw the bubble move through the tubing. The customer thought that the issue may be due to the cartridge and was to use a cartridge from another box. The customer was to meet with a tandem field representative to discuss the reported event.